Event description:
The customer reported that the speaker in the mx40 telemetry device was not working. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker in the mx40 telemetry device was not working. There was no patient harm reported by the customer.